Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and understood.